Event description:
It was reported that the cartridge was leaking at the septum. Customer's blood glucose was 530 mg/dl. Customer required assistance from mother who administered a bolus via the pump and manual insulin injection to address elevated blood glucose, and loaded a new cartridge to resolve the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.